Manufacturer narrative:
Describe event or problem: updated. Bsc ID: (B)(4). Tw#: (B)(4).

Event description:
It was further reported that the imager catheter was extended beyond the was.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2017-11353. It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) along with an unspecified pigtail catheter were inserted into the patient's left atrium. The pigtail was removed since it was not able to gain adequate position in the laa. Then an imager ii angiographic catheter was advanced into the was when a minor perforation was observed. The patient remained stable. Heparin was reversed and vitamin k was ordered. The procedure was aborted. No further complications were reported and the patient status is fine.